Event description:
Additional information reported there was a worsening of back pain.

Manufacturer narrative:
Final analysis of the stimulator revealed no significant anomaly. The stimulator was functionally okay and there were insignificant anomalies. Final analysis of the lead revealed the proximal end was not completely seated in the extension.

Event description:
Additional information received reported that the event resulted in in-patient or prolonged hospitalization.

Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Event description:
Additional information received reported that the device was explanted on (B)(6) 2015. The outcome was reported as resolved without sequelae. The etiology was noted as due to programming.

Manufacturer narrative:
Device was received but analysis results were not available at the time of report. A follow up report will be submitted when analysis results are available.

Event description:
It was reported that the patient experienced a lack of stimulation in their back and the patient requested that the system be removed. Intervention included entire system explant. No diagnostic tests were performed. The event was related to the device or therapy and not related to the procedure. The stimulation was predominantly in legs so there was no sufficient pain reduction in the back. The explant had not taken place as of the time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).